Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. The pacemaker was checked immediately after the procedure and exhibited longevity of 2-3 years. The battery longevity displayed 5-6 years before connecting to the lead during implantation. Premature discharge was suspected. The programing was set minimum battery energy consumption. At one-week follow-up, longevity was 4.25-6 years. The cause of the issue was unknown. The patient was stable and will continue to be followed up.